Event description:
The rptr performed a blood glucose test at home and got a reading of 142 mg/dl. Twenty minutes later she was tested at the lab and the result was 184 mg/dl. Rptr stated that she cleans and checks her meter once per week and that her control solution test is within range.